Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an internal battery anomaly to cause the premature battery depletion. Reliability laboratory technician; (B)(4) - failure (event) observed during analysis.